Event description:
It was reported that the patient has been having increased seizures reported due to low vns battery. A manufacturer's battery life calculation did not confirm that the device is depleted. Information was received that the patient's device has been replaced due to prophylactic reason. The patient's explant facility is a no return site therefore the explanted device has not been received into analysis to date. No additional relevant information has been received to date.